Manufacturer narrative:
Patient information was not provided for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent an orthopedic procedure. During the procedure, tips of the two reduction forceps broke off. Other forceps were readily available to use from another set. Procedure was completed successfully. Patient outcome was not reported. This report is for one (1) reduction forceps with points broad-ratchet. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device: there is a typo in the provided lot # aha43 and it should a7ha43. Manufacturing date: week 43 in 1998. The DHR is no longer available due to the age of the instrument (over 20 years old). Therefore, the exact date of manufacture is unknown. H3, h6: a product development investigation was performed for the subject device: customer quality investigation: the following investigation flow was performed: broken: visual inspection performed at customer quality observed that one of the forceps tip was broken. Broken portions were not returned. No new issues were identified on the remaining portions of the device. The received condition agrees with the complaint description and the complaint is confirmed. Relevant drawings for the returned reduction forceps were reviewed (both current revision and from the time of manufacture): top-level assembly drawing for reduction forceps. The design, materials and finishing processes were found to be appropriate for the intended use of this device. Dimensional analysis performed at the region proximal to broken portion measured the diameter as 2.8 mm (ca-814) that falls within the specification of 3 mm +/- 0.2 mm per 398_41. Material check was not performed because with the given age of the device (19+ years) there is no indication that the material and material properties could have contributed to this broken condition. No device history record (DHR) review could be performed due to the age of the instrument (19+ years). While no definitive root cause could be determined it is possible that the age of the device (19+ years) and any unintended forces encountered by the device during usage could have contributed to this complaint condition. During the investigation, no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.